Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 11mar2021.

Event description:
It was reported to philips that the device's pressure cannot be adjusted on the device even though it says it's adjusting. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H10: the remote service engineer (fse) determined that the unit did fail to meet specifications. During the device evaluation, the rse found an issue with the flow sensor caused by ventilator inoperable. Advised customer to complete v60 pneumatics performance verification tests 1-7. Customer responded unit is failing oxygen flow accuracy test. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.